Event description:
Performing a radio frequency ablation on left l3, l4, l5, s1 medial branch nerve after a successful right l3, l4, l5, s1 radio frequency ablation. Had successful testing on all levels prior to activating the burn on probe a. Activated probe a. When probe a reached therapeutic temperature, the impedance suddenly rose and the patient expressed discomfort "like a bee sting extending from the back laterally to the ribcage." Doctor immediately removed the probe entirely from the patient's body and aborted the procedure. Called the rep for avanos who also recommended not to proceed. Post procedure-patient complained of uncontrolled emotion (crying). Vitals stable. Does complain of feeling like a bee sting in the back at the time of the incident but it did not travel down the leg. Current pain is less than a bee sting. Md performed breathing exercises with patient visibly relaxing. He verbalized that he did not want his wife notified of the incident. Ice pack applied to lumbar back per md instruction. All packaging and equipment were saved. Patient codes: 2330, 2146, 1831. Device code: 1291. Reference report: mw5189057.